Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted product will not be returned per facility protocol.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year ago from the date the manufacturer was made aware.